Event description:
According to the reporter, during a sigmoid colectomy, the powered stapler showed it fired, but there were no staples or blade deployed. The inside of the neck (articulation joint) of the reload was completely unraveled outside of the reload and into the patient cavity. The guts remained attached but were visible on the screen. The surgeon was able to open the reload and take it off from the tissue, but the device could not be articulated back to neutral and therefore could not get the reload out from the abdominal cavity without taking out the trocar. The reload was stuck into the adapter. A new adapter and reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: sigadaptstnd sig power sigadaptstnd linear adapter - (serial#(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 d10 concomitant product: sigphandle, sig power sigphandle handle (serial#(B)(6)) h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was connected to an adapter through a trocar. The reload laminates were noted to be herniated through the articulation joint and one of the blowout plates was fractured distally. The reload had a full staple complement. The I-beam was not advanced. There was a notable gap at the connection point between the returned adapter and reload. Functionally, after returning the firing rod to home position, the reload could be removed. The reload adapter was noted to be broken. The proximal end of the reload laminates were noted to be damaged. It was reported that the articulation joint was broken and the device was difficult to remove from trocar. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload and the instrument did not fire. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each devic e are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.